Event description:
During a follow-up appointment, the physician was not able to establish telemetry, and it was confirmed that the pump had flipped. The physician performed a revision to properly position the pump. In addition, the physician increased the patient¿s dose from 0.18mg/day to 0.40mg/day because the patient was receiving less than 50% therapeutic relief. Eight days later, it was stated that the patient was doing well and was receiving the correct therapy. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2014, product type: catheter. (B)(4).